Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were not getting any audio from the central station speaker. There was no patient incident.